Event description:
It was reported that when the device was used during an laparoscopic donor nephrectomy procedure, the device was fired across the ureter but the device would not release from the tissue. The jaw of gun was manually pried open. The device was reloaded and fired across renal artery, same thing happened. The same gun reloaded and fired across renal vein, again. The surgeon had to pry device open to release. Case completed successfully. Hemostasis was good. There was no consequence to patient.